Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the could not be determined, as there was no observed device deformation that might result in the retention of foreign material and it could not be confirmed that the facility device reprocessing was implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus. - was there a delay in the start of pre-cleaning: unknown. - air/water nozzle was flushed with water and air: no. - were there abnormalities in the accessories used for reprocessing: unknown. - did the customer pre-soak in detergent solution: yes. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the plastic distal end body was missing the lock engagement around the forceps cover. There were also scratches on the pink probe body and plastic distal end body. The nozzle was found to be clogged. The insertion tube had minor surface scratches. There were issues on the control body with the customer label on the grip. The light guide tube had minor surface scratches. The movement on the control knob play was out of specification. The control knob had a dent and peeling on the up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced no flow from the main air/water system. Additionally, there was no air flushing through the air/channel. The event took place during preparation for use. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle was found to be clogged. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.